Event description:
On (B)(6) 2011 a hospital representative reported that the vns patient had their lead and generator replaced that day due to a lead discontinuity. It had previously been reported that the generator was being replaced due to nearing end of service. The lead impedance after surgery was reported to be within normal limits. The manufacturer's consultant later reported that the patient had been feeling as though the stimulation was "leaking" because she felt stimulation in her shoulder that had been occurring for about a month or so. The patient's programming history was reviewed and the patient's system diagnostics on (B)(6) 2011 showed output=ok/lead impedance=ok/impedance value=1500ohms/time to end of service=8 months. Since it showed 8 months left on the battery in (B)(6) 2011, it is likely that the battery was at end of service 9 months later in (B)(6) 2011. The explanted lead and generator were returned for product analysis on (B)(6) 2011 that has not yet been completed. (B)(4) attempts were made to the physician for additional information but no further information has been received to date.

Event description:
Additional information was received on (B)(6) 2011, when product analysis was completed on the explanted lead. A portion of the lead body, including the section of the connector boot containing the model and serial number tag, the quadfilar coils and the electrode section was not returned; therefore it was not possible to verify the model and serial number during this analysis and a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the device; however that since a portion of the lead body, including the electrode array section, was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Product analysis is still underway for the explanted generator and has not yet been completed.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received on (B)(6) 2012, when product analysis was completed on the explanted generator. An end-of-service warning message was verified in the pa lab and found to be associated with the output being disabled by the pulse generator. The battery was confirmed to be depleted, with amplitude of 2.119 volts. The depleted battery and associated end of service conditions were expected events, which were due to normal current consumption. There are no anomalies associated with this device.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.